Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and instructed to call back if the issue reoccurred, which they acknowledged and understood.